Event description:
Additional information was received that the generator was explanted some time in 2020 based on review of previous clinical notes and x-rays. Programming history was reviewed where it was seen that the generator was disabled.

Event description:
Patient presented to the ER complaining of a shocking sensation. No known surgical intervention has occurred to date. No other relevant information has been received to date.